Manufacturer narrative:
Device is a combination product. Synergy ii us mr 2.50 x 16 mm stent delivery system was returned for analysis. No stent was returned for analysis. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within maximum crimped stent profile measurement. It appeared that the positive pressure had been applied to the balloon as it was returned in a deflated state. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A recommended 0.014 test guidewire was loaded through the tip without issue to facilitate functional testing. The balloon was inflated to rated burst pressure without issue. The device was deflated successfully within specification. Deflation time was measured. The encore inflation device was verified before and after use. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.50 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, after the stent was expanded and placed, stickiness or resistance was noted when they went to withdraw the balloon from the stent. The device was pulled a little harder and was removed. The procedure was normally completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.50 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, after the stent was expanded and placed, stickiness or resistance was noted when they went to withdraw the balloon from the stent. The device was pulled a little harder and was removed. The procedure was normally completed with this device. No patient complications were reported and the patient's status was fine.